Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon and did not return for analysis. The balloon had been inflated and was full of contrast. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. Kinks were visible on the distal shaft at 19.5cm and 25cm proximal to the distal tip. The inner lumen patency was not verified with a 0.015 inch mandrel and 0.014 inch guidewire due to kinks. No deformation to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a non-tortuous, severely calcified lesion with 82% stenosis in the lad. There was no damage noted to the device packaging. There were no issues when removing the device from the hoop. The device was not inspected. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that the stent failed to cross the lesion and the procedure was completed with another device. No patient injury is reported. The physician reported that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Analysis found that the stent was not on the delivery system. It is unknown when the stent came off.

Manufacturer narrative:
Additional information: it was reported that there is no possibility that the stent is in the patient. If information is provided in the future, a supplemental report will be issued.